Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced now as not recognizing catheter and stated ¿make sure gray to gray connection is secure¿, which was resolved by changing the console. No patient was involved.

Manufacturer narrative:
The investigation has been completed. The console (ic9307) was sent back for further investigation. The console was tested to attempt to recreate the failure mode but this was unsuccessful. The console passed all testing during the investigation leading to the cause of this failure mode to be most likely due to the pattern failure epm crystal on the impellatronic board. The pump detection issue was most likely due to the rarely occurring epm crystal issue. The impellatronic pca does not have permanent damage, but this intermittent pump detection failure occurs infrequently and already has a sw mitigation in place. This report is being filed as part of a retrospective review of historical records.